Event description:
It was reported that shaft break occurred. The 85% stenosed, 4.0x15mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.0mm x 15mm quantum maverick balloon catheter was selected for use to dilate the lesion. However, the shaft was fractured and it could not enter to patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: received product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded with blood in the wire lumen (shaft), inflation lumen (shaft) and balloon. The hypotube, inner/outer shafts, balloon and tip were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, hypotube fracture located 23 cm from the strain relief, and tip damage. The fracture faces of the separated hypotube were ovalized, as if kinked prior to separating. Inspection of the rest of the device found no other damage.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 4.0x15mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.0mm x 15mm quantum maverick balloon catheter was selected for use to dilate the lesion. However, the shaft was fractured and it could not enter to patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.